Event description:
It was reported that this pacemaker device exhibited noise on the non-boston scientific right ventricular (rv) channel. Upon review of the electrogram (egm) technical services (ts) stated that there were pauses, oversensing ang pacing inhibition seen on the ventricular episodes. Ts recommended troubleshooting options and to evaluate further on the rv lead. This device remains in service. No adverse patient effects were reported.